Event description:
It was reported to the aci clinical specialist that a male pt underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the mid common femoral artery via a 6f terumo sheath. A pre-procedure femoral angiogram showed no pvd/calcium in the vicinity fo the access site. Peri-procedure the pt was anticoagulated with 5,000 units of heparin. Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the physician felt resistance when she attempted to shuttle down, and was unable to shuttle, and could not deploy the sealant. The device was removed, and a c clamp (compressor clamp) was applied for 45 minutes. Hemostasis was achieved. No further complications were reported.

Manufacturer narrative:
Based on the info received and the investigation performed, the probable cause of the device deployment jam may have been due to a detachment of a portion of the sealant of the distal end of the introducer sheath. The presence of sealant in the introducer sheath could impede the insertion of the shuttle cartridge, resulting in a device deployment jam. However, the root cause of the sealant detachment is unknown. The review of the lhr (lot f1205906) indicated that the mynx lot met all established performance criteria prior to shipment.